Event description:
The microcatheter and microwire were advanced further into the right hepatic artery, identifying additional distal supra-duodenal artery arising from the segment 5 branch of the right hepatic artery. The microwire was advanced into the lateral branch of a bifurcating supra-duodenal artery supplying the duodenum. Attempt was made to advance the microcatheter into this lateral branch, but the microcatheter would not enter the branch origin. After extensive effort, the microcatheter was advanced into this artery, but upon attempted retraction of the microwire, the wire was gripped apparently by vasospasm of the distal artery and could not be removed. After approximately 5 minutes of waiting, the wire was still stuck. After another 5 minutes of waiting and gentle traction, the microwire fractured and a thick fragment measuring approximately 3.5 cm was retained in the hepatic artery. The microcatheter was removed, revealing a filament protruding from the simmons, thought to be a component of the fractured wire. Magnified still images were performed, revealing this filament's continuity from the right hepatic lobe all the way out the groin sheath.attention was then turned to retrieval of the retained filament. A micro-snare was passed into the simmons but did not capture the filament. The simmons catheter was then pushed out of the celiac and twisted to winch out the filament. The simmons was then removed. The 5-french sheath was exchanged over the wire for a long angled 7-french rdc1 introducer guide. The sheath tip was positioned in the celiac axis. Using a combination of 5-french simmons 2 catheter, 2.8-french progreat omega microcatheter and microwire, and a micro-snare, the central balled up remains of the filament were snared from the right hepatic artery, leaving only a 3 cm. Fragment in the distal right hepatic and segment 5 and supra-duodenal arteries. Multiple (approximately 4) aliquots of 100 micrograms nitroglycerin, and 2 x 2 mg tpa were administered into the right hepatic artery, as well as multiple doses of intravenous heparin.